Manufacturer narrative:
A getinge field service technician (fst) will be sent on-site for further investigation and repair. As soon as new information becomes available, a follow-up medwatch will be submitted. Note: this event occurred on the chinese market. It is a significantly similar device to "rotaflow¿ which is sold in the USA under premarket submission number k991864. For section d4, all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow with catalog number 701046405.

Event description:
The event occurred in china. It was reported that after powering on, the rotaflow drive was alarming the error message ¿head¿ after reaching 1000 rpm. The issue was observed during calibration process. The reported failure can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).